Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff crescent snare was used during a polypectomy procedure within the large intestine on (B)(6), 2010 (patient gender and weight unknown; patient reported to be (B)(6)). According to the complainant, during the procedure, the physician was unable to effectively cauterize a polyp. Although there was some blanching of the polyp tissue, the physician had to use another sensation medium stiff crescent snare in order to complete the procedure. It was confirmed that the active cord used during the procedure was an olympus and not a boston scientific product. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 10.5 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff crescent snare was used during a polypectomy procedure within the large intestine on (B)(6), 2010 (patient gender and weight unknown; patient reported to be over (B)(6)). According to the complainant, during the procedure, the physician was unable to effectively cauterize a polyp. Although there was some blanching of the polyp tissue, the physician had to use another sensation medium stiff crescent snare in order to complete the procedure. It was confirmed that the active cord used during the procedure was an olympus and not a boston scientific product. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.